Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A review of the event history log was unable to verify the failure. An external/internal inspection was performed with no issues noted. Temperature confirmation testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Pneumatic system testing identified a leak in the left disposable, specifically the door assembly. Upon further inspection, it was noted that the door piston was cracked and that the foam was deteriorated. Upon conclusion of the investigation, the cause of the failure was determined to be deteriorated piston foam and a cracked piston. The piston foam and door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. As the device failed during evaluation, there was no patient involved.